Event description:
It was reported that all bipolar pairs had greater than 4000 ohms impedance. The manufacturer representative moved the voltage up to 3v and the patient was not feeling stimulation on c1 through c4. The patient had used a pulsar machine for lyme disease for about 6 months. The patient stood in water on a platform and then held onto a wet surface with their hands and a current went through the body. The urinary symptoms had not been as good and the patient had a noticeable difference for the worse that started around the same time as the pulsar machine treatment 6 months ago and the urinary issues had returned. The patient had also had fecal incontinence that may or may not be related for the last 3 months. No falls or trauma were reported and the patient had started doing yoga but the date of when they started was unknown. The patient had a lead revision scheduled for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were some impedances greater than 4000 ohms and the patient fell on their buttocks. The cause of the impedance issue was determined to be the patient fall and it was not device related. It was unknown if any lead fractures were noted. The intervention taken to resolve the event was revision of the lead on (B)(6) 2014. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the manufacturer representative did not know if the patient was receiving effective th erapy since the revision. The patient would return in 30 days from the surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v945721, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v945721, implanted: (B)(6) 2012, product type: lead . Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).